Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history review: the item was received running intermittently. A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. Power tool evaluation was completed on (B)(4) 2014. The reporter's complaint that the ((B)(4)) small battery drive runs intermittently was confirmed. The unit was tested and the complaint was substantiated. This is most likely due internal motor or (ecu) electronic control unit failure due to immersion during cleaning. The manufacture date of this item is 19-sep-2003. The source of the manufacture date is the release to warehouse date. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small battery drive, was working only intermittently. It was changed out with another device with the same part number prior to the or procedure. There was no procedural delay, no patient involvement or patient harm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is used for treatment and not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Device is an instrument and is not implanted or explanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.